Event description:
The device was used during a gastroplasty procedure. Rpt'd, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has rpt'd no pt injury occurred.